Event description:
Patient was implanted on the left side and underwent a revision surgery due to implant fracture. All fragments were removed. The surgery was delayed by 120 minutes due to cone rupture, an extended transfemoral approach was required.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. D10: medical products: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14; catalog#: 01.00402.055; lot#: 2889693. Avan e1 insert 28 s 58; catalog#: p0561e58; lot#: 0001083162. Delta cer fm hd 028/-3.5 12/14 5mm12/14; catalog#: 650-0830; lot#: 2017070489. Therapy date: (B)(6) 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on jun 5, 2021. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that patient was implanted on an unknown date and a revision surgery has been scheduled for (B)(6) 2021 to treat implant fracture. The implant fractured at the conical section. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: the provided x-rays were reviewed and not sent for further analysis as op records are provided. Surgical report: the surgical report (dated (B)(6) 2019) has been reviewed, however no conspicuous findings relevant to the reported event have been identified. The surgical report (dated (B)(6) 2021) has been reviewed. It was found that the device was fractured (noted as a smooth shearing of the material) in the cone area. All fractured fragments were removed from the patient prior to implanting new devices. Product evaluation: product was returned; however, patient consent for investigation was not received. Therefore, the device could not be evaluated. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that patient was implanted on (B)(6) 2019 and a revision surgery has been scheduled for (B)(6) 2021 to treat implant fracture. The implant fractured at the conical section. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
Concomitant medical products: revitan proximal stem hip; catalog#: unknown; lot#: unknown. Therapy date: unknown. The manufacturer received x-rays and other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted on the left side and experienced implant fracture. The implant fractured at the conical section. A revision surgery has been scheduled.